Event description:
Air was entered from the valve part.

Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities in the product's functionality, so the definitive cause of the reported problem could not be determined. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event was caused by applying negative pressure from the side port with the fixed valve of the product not completely closed, causing air to flow in from the hemostasis valve, but the detailed cause could not be identified.